Manufacturer narrative:
The device was returned to the manufacturer¿s product investigation laboratory for investigation. The device was visually inspected by the manufacturer dust contaminant inside the air inlet of the blower box. An unknown contaminant was observed on the top enclosure, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of liquid ingress was observed to the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. Patient alleged having headache. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.